Manufacturer narrative:
Device was returned and evaluated at olympus (B)(6) service center site. Evaluation determined that the device was found with a burnt mark at the connector. In addition, the transducer was observed with no output. Both of the damages found on the device are non-repairable. Reported failure was confirmed. Likely attributed to users mishandling of the device.

Event description:
It was reported that the device transducer sound turned weak after hitting a calcified stone. The device exhibited an error message and the probe label colour shown red. There were no further details provided on this event. No patient impact or harm was reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on evaluation findings, the observed damage to the transducer plug is consistent with transducer activation with the presence of moisture or foreign material in the connection. Contamination of the plug and/or receptacle may have resulted from poor reprocessing technique. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: page 4 of the device IFU (spl-IFU rev am) states "a back-up transducer and probe should be sterilized and available prior to beginning a procedure". Olympus will continue to monitor complaints for this device.